Event description:
The customer reported a failure to alarm following an event in which a pt's abp was below the alarm limit.

Manufacturer narrative:
The customer reported a failure to alarm following an event in which a pt's abp was below the alarm limit. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).